Event description:
It was reported that the universal surgical manipulator (usm) was having the 31226 error. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 31226 error indicating aurora link error the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.